Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on both the rate/sense and shock channels which has resulted in pacing inhibition in a pacer dependant patient. A guidant technical services (ts) consultant recommend faxing in strips for review since noise on both channels is rare and most commonly electromagnetic interferance, but reversed leads in the header can not be ruled out without analysis. Ts also recommended trying to reproduce the noise with isometrics.